Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an inconclusive result for an integrated circuit. The analyst commented that they were unable to obtain telemetry c at preliminary analysis.

Event description:
It was reported that prior to the implant procedure the wireless telemetry on the device was tested and there was noisy telemetry with the device. A new programmer was used and the device telemetry was still noisy. A new device was interrogated and there were no wireless telemetry issues. The original device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).